Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg for an extended period of time resulting in the ipg becoming inoperable. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
H6 - investigation conclusions code "24 - cause traced to intentional off-label, unapproved, or contraindicated use" has been removed.

Manufacturer narrative:
It was reported to abbott, a patient had their ipg replaced. They lost their charger and programmer 4 months earlier. The patient wasn¿t using stim because their pain was better, but recently, the pain came back. There were no complications. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.